Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries for the wireless mouse were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the site could not enter the patient gender as the drop down menu would close without prompt from the user when on the 1st word in the drop down menu. It was noted that a yellow selection screen appeared when the image acquisition window was opened. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, during troubleshooting, it was reported that the keyboard was disconnected, connected to an additional mouse and the issue recurred. When the universal serial bus (usb) for the wireless mouse was disconnected, the functionality was restored.